Event description:
Slc55b dlu was inserted through 15mm trocar and closed over bowel. Firing resulted in partially cut and stapled tissue, with staple line bleeding which was controlled and stopped with use of competitive device to complete procedure.